Event description:
Consumer's mother reported that her 10 yr old son rec'd a bandage at the dr's office to cover a bug bite, possibly from a mosquito. Her son experienced some buring and itching in the area 3 days later. The bandage was removed and was reported that "9 small red bumps were present where the adhesive had touched the skin." One day later he "developed some throat swelling that required that he be seen in the emergency dept. He was later discharged from the ER with a "anti-itch" steroid cream. It was reported that the reddened itchy area did not improve and he was taken to his dr. The pt was given an "epi-stick" with instructions for its use.